Event description:
It was reported that a remote monitoring transmission was sent. Upon review, device observations noted a "sensing issue". It was further noted that the sensing integrity counter (sic) was high and there were several stored ventricular tachycardia (vt) episodes that showed oversensing on the right ventricular (rv) lead. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.